Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that commands were not appearing due to a connection issue between servers. A technical support specialist verified message flow and confirmed normal operation after the scheduled task and servers were restarted. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported issue that commands are no longer appearing in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.